Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the physician asked the nurse to split the guidewire from the autotome rx 44, it was noted that the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a new autotome rx 44 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10 (investigation results): the returned autotome rx 44 was analyzed, and a visual evaluation noted that the guidewire introducer was broken, and the broken section was not returned. The working length was kinked at the same location where the guidewire introducer was broken. There was no evidence that the cutting wire was broken. The device was observed to under magnification, and the distal pierced hole was slightly torn. Additionally, the guidewire introducer had white marks, which indicates that external force was applied. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, there was no evidence that the cutting wire was broken. The guidewire introducer was broken, and the working length was kinked. Based on the condition of the device, the problem found could have been generated by manipulation factors and user technique. It was also observed that the guidewire introducer had white marks, which indicates that external force was applied. It is most likely that an excess of force was applied during preparation, to get a better position for the autotome in the scope. This caused the guidewire introducer and the working length to break and kink. Additionally, the working length was torn which could have been caused by submitting the catheter to tension forces during the handle actuation. Bowing the device without being completely out of the scope can lead to tearing and displacing the cutting wire anchor from its position. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During the procedure, the physician asked the nurse to split the guidewire from the autotome rx 44, it was noted that the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a new autotome rx 44 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.